Manufacturer narrative:
An investigation was performed and it was concluded that the device appears to be operating as designed.

Event description:
The rptr indicated difficulty obtaining a measured telemetry during the inquire, telemetry, & print (itp) function as well as during single operation. The wand was lifted off of the pt and the proper values were obtained. Erroneous data displayed ohms "low" with the message "device detecting noise."